Event description:
The customer reported via phone call that they experienced hyperglycemia. High blood glucose was 400 mg/dl. Insulin pump had insulin flow blocked alarm. Customer did not had any symptoms. Customer was not using insulin pump on auto mode. Troubleshooting was successfully performed and customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.